Event description:
It was reported that the device was operated on an intubated patient in bipap mode and ventilation could be performed for approx. 10 minutes without any problems. After approximately 10 minutes, ventilation and display interrupted (screen went black) and a continuous audible tone was heard. The user reported that the last positive system check had been performed two days earlier. The affected device was replaced and the patient was ventilated manually. In the meantime, the patient was discharged back to rehab; no adverse health effects of the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The affected device, evita v600, was examined in the manufacturer's repair shop and a hardware analysis of the m48.3 circuit board was performed. It could be confirmed that the device could no longer be put into operation. The m48.3 circuit board was determined to be the root cause; due to a faulty m48.3 circuit board, there was a complete loss of function of the ventilator on the day of the event. The affected circuit board m48.3 including the usd cards was replaced in the repair shop. Finally, the ventilator was tested completely and without deviations according to the manufacturer's specifications. In the event of a complete loss of function of the ventilator, the ventilation stops, and the safety valve opens to ambient allowing the patient to breathe spontaneously. The secondary acoustic alarm system of the ventilation unit will be activated in order to alert the user of the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes. In the current event, the device reacted as specified and activated the auxiliary audible alarm as intended in order to alert the user of the loss of the device function. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device was operated on an intubated patient in bipap mode and ventilation could be performed for approx. 10 minutes without any problems. After approximately 10 minutes, ventilation and display interrupted (screen went black) and a continuous audible tone was heard. The user reported that the last positive system check had been performed two days earlier. The affected device was replaced and the patient was ventilated manually. In the meantime, the patient was discharged back to rehab; no adverse health effects of the patient were reported.